Manufacturer narrative:
H.6. Investigation: customer returned one pen needle. The pen needle was returned with a green cap, indicating that it is a 4mm, 32 gauge needle. The non-patient side of the needle was found to have had been broken off flush with the proximal side of the hub¿s needle cannula. Based on the damage present, this may have occurred inadvertently while the user was preparing the pen needle for use. No DHR review can be carried out as lot number is unknown. The root cause of the needle breaking appears to be inadvertent damage caused by the user during routine use. H3 other text : see h.10.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck"